Event description:
It was reported that a physician implanted an x-stop device into a pt. The pt reported that the "pain that he had prior to the procedure was mostly gone, but not completely gone." No additional info was reported.

Manufacturer narrative:
Method - device not returned, f/u conversation with company rep.